Event description:
It was reported that a minicap was found missing a sponge. As a result, betadine spilled out as well. There was no patient involvement, patient injury and/or medical intervention in association with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufacture date: 11/24/2014 - 12/02/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.